Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer was kept failing. As per part investigation, it was determined that there was thermal damage observed on the assy retractor drawer half height cubie. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique device identifier (UDI). Part analysis: the report of failed hardware was confirmed during fse testing and subsequently confirmed in the dchu inspection process. According to work order (B)(4), the field service engineer (fse) reported that the customer had an issue with 1.2 on main cabinet. The fse turned off system replaced the retractor band, then went to hta to complete the final test. Customer successfully do inventory count. During dchu visual inspection: p/n 353844-01: was received with copper strands in contact with adjacent copper strands. During dchu testing: p/n 353844-01: the testing from dchu was not necessarily due to the thermal damage observed on copper strands during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint of a failed hardware was due to a short between adjacent copper strands of the assy retractor dwr hh cubie (p/n 353844-01) which lead to the observed thermal damage.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1.2 was failed. A field service engineer found that the issue with 1.2 on main cabinet. The fse turned off the system and replaced the retractor band and tested in hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer was kept failing. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.